Manufacturer narrative:
UDI: (B)(4). The device is to be returned for evaluation. Investigation is underway.

Event description:
As reported by the field clinical specialist, the ultra delivery system balloon ruptured before full inflation of the sapien 3 valve in the aortic position via transfemoral approach. There were difficulties to remove the balloon through the axela sheath even with multiple attempts and techniques. A surgical cutdown to remove device and delivery system was performed. The patient was reported to be 'doing fine'.

Manufacturer narrative:
Corrected data: h1, h7.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
The delivery system was returned after being used in the procedure fully inserted through the axela sheath. Visual inspection determined that the nose tip separated from guidewire lumen, the wings of distal balloon shoulder were flared out, there was a radial and longitudinal balloon burst (no balloon pieces missing) and the guidewire lumen was stretched with guidewire inserted. No relevant functional testing was able to be performed due to the condition of the returned device (balloon burst, distal tip separated). The complaints were confirmed through visual inspection. Single wall thickness of the inflation balloon was measured near the observed burst. A thin wall could leave the balloon more susceptible to bursts and may be indicative of a manufacturing non-conformance. The balloon single wall thickness at all measured locations were within specification. The lot number was not provided therefore a device history review (DHR) and lot history review could not be performed. A review of complaint history from (B)(6) 2018 through (B)(6) 2019 revealed additional returned complaints for the ultra delivery system for the received events. The complaints were reviewed based on similar reported events and associated root causes/evaluation codes. The ultra delivery system is a recently commercialized device, and control limits therefore have not yet been established. Per post-market surveillance plan, complaint trends are reviewed at minimum if there are 3 complaints per month for 3 consecutive months. Review of complaint history from (B)(6) 2019 to (B)(6) 2019 revealed the trigger for trend review has been met for the complaint codes. A corrective preventative action (CAPA) investigation captures the corrective action to address events where the balloon ruptures/leaks and associated withdrawal difficulty. The ultra delivery system instructions for use (IFU), the procedural training manual, and the device preparation manual were reviewed for instructions or guidance for proper use of the ultra delivery system.  Visually inspect all components for damage. Ensure the delivery system is fully unflexed and the balloon catheter is fully retracted into the flex catheter. Note: the delivery system is packaged with a balloon cover placed over the balloon and should not be removed until instructed to do so. Close the stopcock to the delivery system and de-air the inflation device. Rotate the knob of the inflation device to transfer the contrast medium into the syringe to achieve the appropriate volume required to deploy the thv. Close the stopcock to the 50 cc or larger syringe. Remove the syringe. Verify that the inflation volume is correct and lock the inflation device. Caution: maintain the inflation device in the locked position until thv deployment to minimize the risk of premature balloon inflation and subsequent improper thv deployment. Begin thv deployment: unlock the inflation device. Using slow controlled inflation, deploy the thv by inflating the balloon with the entire volume in the inflation device, hold for 3 seconds and confirm that the barrel of the inflation device is empty to ensure complete inflation of the balloon. Deflate the balloon. Additional considerations: slow inflation during initial deployment may help with stability of the delivery system and thv during deployment. Do not exceed 20 seconds for inflation and deflation of the delivery system. Based on a review of the IFU and training manuals, no deficiencies were identified. During manufacturing, the delivery system is both visually inspected and tested several times throughout the process. In addition, product verification testing was performed on a sampling basis. Samples must meet testing specifications as a requirement for lot release. These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported complaint. The reported events were confirmed by visual inspection; however, no manufacturing non-conformances were identified. Based on a review of the complaint history, there was no indication that a manufacturing non-conformance contributed to the reported events. A review of manufacturing mitigations supports that the device has proper inspections in place to detect issues related to the reported events. Additionally, a review of the IFU and training manual revealed no deficiencies. Although the case notes state that there was ¿not much annular calcium,¿ if any amount of calcium was present, it could have interacted with the balloon and resulted in the burst balloon. No imagery was provided to determine if calcium that could have interacted with the balloon was present. Calcification can present a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested for rated burst pressures well above their inflation pressures, calcified nodules in the annulus can compromise the structure of the balloon wall even at low inflation pressures. This can occur due to mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. The burst balloon likely resulted in an altered/increased balloon profile could have been caught in the sheath tip during retrieval and prevented the delivery system from entering the sheath. As a result, additional pull force was likely applied in an attempt to remove the delivery system through sheath which resulted in the reported withdrawal difficulty and distal tip separation from the delivery system. Available information suggests that patient factors (calcification) and/or procedural factors (retrieval of a burst balloon/excessive force upon withdrawal) contributed to the reported events. A review of edwards lifesciences risk management documentation was performed for this case.  The reported event is an anticipated risk of the transcatheter heart valve procedure. A CAPA investigation was previously initiated to capture the investigation on ultra balloon burst/leakage and retrieval field issues as well as monitor the effectiveness of the ultra training bulletin. Review of complaint history from (B)(6) 2019 to (B)(6) 2019 revealed the trigger for trend review has been met for the complaint codes. No manufacturing non-conformances were identified. All complaints found to have associated adverse events that were related to balloon burst/leakage have been captured in the product risk assessment. A product risk assessment investigation was previously initiated to further investigate the risk regarding the reported events.